Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The patient reported intermittent alarming coming from their pump for about a week. They would connect to their pump using their ptm (personal therapy manager) and noticed that the pump was stalled. After a few minutes, they reconnected to the pump and found that the stall had recovered. This had happened multiple timesover the last week. There were no known environmental factors that may have caused the issue. The patient had had no recent MRI's, was not in frequent contact with magnets, had no other medical devices, and could not recall any different factors that could have caused the issue. The managing physician read the logs on (B)(6) 2024 and found that the pump had stalled and recovered multiple times--sometimes it stalled for an hour, sometimes just a couple minutes. The exact number of pump stalls was unknown by the reporter at the time of the report. No interventions had yet been taken. Surgical intervention was planned soon but had not yet been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
B3 <(>&<)> b5: corrected information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The managing physician read the logs on (B)(6) 2024 and found that the pump had stalled and recovered multiple times--sometimes it stalled for an hour, sometimes just a couple minutes.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump logs showed multiple motor stalls and recoveries beginning (B)(6) 2024. The caller stated that the technical report on the controller/ptm (personal therapy manager) showed a motor stall occurred on (B)(6) 2024 at 02:32 with no recovery after as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.